Event description:
Same case as #3005099803-2008-05248. It was reported that during preparation for a endoscopic retrograde pancreatography, a device was unable to be opened. The physician tested a trapezoid rx lithotripter compatible basket during prep, but the basket could not be opened. The physician then tested another lithotripter basket and encountered the same difficulty. The procedure was completed with another device. As there was no patient contact, no patient complications occurred.